Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. A visual and functional inspections were performed on the returned devices and the reported difficulty to remove was confirmed. The reported break and stretched coils were unable to be confirmed due to the returned condition of the devices. A review of the lot history record and similar incident query for this product was not performed since the part and lot numbers were not reported. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult to remove, stretched coils and core break appear to be related to operational circumstances of the procedure. It is likely that the reported torquing during the procedure, the inner lumen of the micro catheter became damaged causing the guide wire to become frozen in the wire lumen and the difficulty to remove. Manipulation against resistance likely resulted in the core break and stretched coils. The noted teflon damage was likely caused post procedure by the torque device used in the procedure during retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
In the absence of a reported part number, the UDI cannot be calculated. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a mildly tortuous coronary artery. The powerturn flex guide wire was being used with a non-abbott micro-catheter and during torquing of the catheter for an extended period of time, the catheter and guide wire became stuck together. It was noted that the core of the guide wire may have fractured and the coils were stretched. A new guide wire and catheter were used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.